Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical procedure, a bur broke while in use with the drill attachment. There was no report of any bur fragments falling into the surgical site. Backup equipment was used to complete the procedure, causing a 1 minute delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.